Event description:
We had ICD replacement in (B) (6) hospital. But one virtuoso vr generator was failed due to screw issue. V(is-1) and svc port worked well. But rv(hvb) port didn't work. The professor tried to connect lead with device several times but it could not fasten the lead with screw. So the professor wanted to check what problem this device has. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; the set screw was rounded, and the header grommet was damaged.